Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. A field service engineer (fse) identified that the controllers for main drawers 2.1 and 2.2, as well as the modular controller board, were faulty and replaced the affected controller boards and the pyxibus module controller board. Testing was then successfully completed using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station would not turn on. The customer reported that users were unable to log in because the station was powered off. The station was rebooted; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.